Event description:
It was reported that there was oversensing, noise, high thresholds, and no stimulation with high output. The lead was capped and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.